Event description:
I have a medtronic pump and use paradigm infusions. I changed it in the morning and had several unexpected very low blood sugar reactions. They were treated with candy, but it was hard to get my blood sugar in normal range for much of the day. It was constantly going too low.